Event description:
During a pta stenting treatment procedure, difficulties were encountered during stent placement. When the stent placement was attempted the stent came loose prior to deployment. The stent was deployed, but not at the precise desired location, so another stent was placed, overlapping the first stent. It was a straight segment of the superficial femoral artery, therefore the tight lesion was not predilated. The pt's status is reported to be "fine."